Manufacturer narrative:
The stated date of the event is best guess.

Event description:
According to the complaint received, the customer reported that blood leaked out of a crack on the side of the syringe when the blood sample was ventilated. The user was hit in the eye with (B)(6) infected blood.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production.

Manufacturer narrative:
All available reference samples were checked and no syringe cracks were detected. No other defects were found. Production documentation showed that all process parameters were within expected limits. Reference samples were checked under the visual inspection - no defects detected. No syringe crack detected. All samples meet the requirements. The direct root cause of reported issue cannot be established within this investigation. The root cause will be investigated further in a CAPA (B)(4).